Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board. System operates as intended. This report is one of 4607 records with the product code of jaa being reported in retrospective summary report (B)(4). This report is one of 22 records with a "collimator closed down" malfunction being reported in retrospective summary report (B)(4). This report is one of 8037 being reported in retrospective summary report (B)(4). These records are being reported late as a result of a retrospective review of the quality system. The majority of these reports indicate patient involvement.

Event description:
The customer reported the system experienced an uncommanded collimator close down. No patient or user injury was reported.